Manufacturer narrative:
Evaluation results: one cadd legacy 1 was returned for investigation in used condition. The investigator performed three separate delivery accuracy tests. The customer's concern regarding the failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. No fault was found with the device.

Event description:
Information received a smiths medical cadd legacy 6400 pump failed accuracy +10.75%. No patient adverse events reported.